Event description:
It was reported during repair at manufacturer facility that the forward trigger on the handpiece is intermittently sticking in the depressed position and causing run on. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event was not duplicated by the repair technician or engineer through functional evaluation, disassembly and visual inspection for draining the battery. The device had run on as the trigger and handle assembly were affected by debris. The motor and gearhead were worn. The affected trigger, handle, motor and gearhead were replaced. The driver passed all final inspection activities and returned to the account.